Event description:
A healthcare professional reported that there is an uncut area on left eye at six to seven o clock position in the periphery of the bed cut. The surgeon separated the flap manually by using knife and completed the procedure. There are two related reports for this reported event. This report addresses patient initials (B)(6), left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified after the surgery date. During on site visit, field service engineer cleane f-theta and main deflector; these could get contaminated during surgery if user is not careful with the liquids used during operation. During preparation for a treatment, the aperture can be contaminated with splashed liquid from medication or (balanced salt solution) irrigating fluid. This could be a contributing factor for the reported event. As per field service engineer, the reported event could not be duplicated. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows two successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows the total treatment duration. The treatment of the patient's left eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. Root cause could not be identified conclusively, however no technical root cause could be determined for the reported event. With current information a device malfunction can be excluded. The manufacturer internal reference number is: (B)(4).